Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating unspecified lower glucose scan values while wearing the adc device compared to a competitor's brand meter. On (B)(6) 2022, the customer had a loss of consciousness and was brought to the hospital where an unknown lab glucose test was obtained. The customer was provided glucose by an hcp for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.